Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found with a dislodged proximal clevis which was attached to the main tube. Additional findings related to the reported complaint included, the instrument had a broken main tube at the distal tip. A piece measuring approximately 1.10 mm x 1.30 mm was missing and not returned. Components adjacent to this broken main tube did not show damage. The complaint was confirmed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was impossible to return the fenestrated bipolar forceps instrument distal part to its original axis and thus, instrument was removed from the trocar. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the trocar had to be removed with the instrument. The customer did not have the information to answer whether a component or pin has been dislodged or broken free at the distal end of the instrument. There was a delay of more than 15 minutes, but it occurred during a non-critical surgical phase and not during a critical stage of the procedure. There was no fragment that fell into the patient's anatomy.